Manufacturer narrative:
Additional/updated information was added to reflect the cross brace being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the cross brace was broken where the pivot link mounts. An expanded evaluation was performed. The expanded evaluation report confirmed that the cross brace tubing had broken at the center hole where the pivot link would attach. However, the underlying cause could not be determined.

Event description:
Provider states the crossbrace is broken. Provider called back and advised broken at the hole where pivot link and crossbrace connect.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the crossbrace is broken. Provider called back and advised broken at the hole where pivot link and crossbrace connect.